Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer stated that she had changed her site and she had noticed her blood glucose level were going on. No matter how much insulin she bolus they kept rising. Customer stated that emergency medical service was arrived after changing her site. She stated that the blood glucose started to improve by the time she got to the hospital. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer declined troubleshooting. The insulin pump will not be returned for analysis.